Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. Request has been made for the return of the cassettes. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported on (B)(6) 2024 the pink jet routine iii taped cass w/lid, p/n 38440201, lot 20240219-1 opened during grossing causing tissue to float out. There was no report of tissue loss or re-biopsy.